Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Customer loaded a new cartridge to resolve the issue.